Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient had there ipg explanted and replaced for an unknown reason. This is all the information available at this time.